Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd vacutainer® acd solution a blood collection tubes underfilled. The following information was provided by the initial reporter: "material no. 364606, batch no. 0316293. It was reported that the tubes were not filling properly. Per email: per cx "the tubes were not filling properly (B)(6) is working with the bd sales rep about the issue. This is the 2nd time for this issue, and we returned the 1st bad batch to cardinal,. (Previous incident was captured in pr (B)(4))"

Event description:
It was reported bd vacutainer® acd solution a blood collection tubes underfilled. The following information was provided by the initial reporter: "material no. 364606, batch no. 0316293. It was reported that the tubes were not filling properly. Per email: per cx "the tubes were not filling properly. Is working with the bd sales rep about the issue. This is the 2nd time for this issue, and we returned the 1st bad batch to cardinal,. (Previous incident was captured in pr (B)(4))."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo and 1 video was provided for investigation. The photo and video were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Per specification, there is no fill line on this product. The quantity of blood drawn into evacuated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.